Event description:
It was reported to boston scientific corp that during an anterior pelvic floor repair procedure using the pinnacle pfr kit, the capio device severed the stitch. The bullet was captured inside the capio device. The physician completed the procedure manually with no complications to the pt, who is reportedly "fine" post-procedure.

Manufacturer narrative:
The lot number is unk; consequently, the exp date of the device is unk. The lot number is unk; consequently, the MFR date of the device is unk. The complainant indicated that the device will not be returned for eval; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause of this event.